Event description:
A report was received that a patient will undergo hand surgery due to a pinched nerve that occurred during the implant procedure. The patient was lying on his hand during procedure, causing the nerve to be pinched.